Manufacturer narrative:
A visual inspection was performed as part of the material analysis. The report concluded. The neck to stem trunnion of the modular neck exhibited an as manufactured condition. The base alloy was found to be cr-co-mo alloy consistent with and astm f1537 alloy 1 material. No material mfg defects were observed on the surfaces examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specs. The complaint history review indicated that there have been similar events for the reported family. The event confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that the pt had a dislocated rejuvenate hip. Surgeon revised pt's hip, removed rejuvenate stem, cup, liner and neck and implanted a restoration modular hip.